Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: operative report for previous ¿old patch¿ left inguinal hernia was not provided.] (B)(6)2010: operative report. Preop dx: recurrent left inguinal hernia, with bilateral ventral hernias. Postop dx: two ventral hernias on the left side. One ventral hernia on the right side. Recurrent left inguinal hernia. Procedure: laparoscopic repair of hernias, three ventral and one recurrent left inguinal hernia using dual mesh. Detail: ¿after the risks of the operation were explained to this patient, consent was obtained for surgery. The patient was given preoperative medication and brought to the operating room. There, he was placed in the supine position, given general anesthesia, and successful endotracheal intubation. His abdomen was prepped and draped in the usual manner using sterile technique with duraprep solution. He was given 1 gram ancef and 30 of toradol. Foley catheter was placed in his bladder. His abdomen was prepped and draped in the usual manner using sterile technique with duraprep solution. Attention was turned to his abdomen. At the right costal margin, a small transverse incision was marked with a marking pen, injected with 0.5% marcaine with epinephrine. An incision was made for 1.5 centimeters, and a 12 millimeter optiview trocar. The peritoneal cavity was entered directly using a 10-millimeter 0-degree scope. Careful inspection showed multiple adhesions to the ventral hernias anteriorly and to the left lower quadrant. A smaller trocar was placed in the right flank. Another small 5-millimeter trocar was placed in the left costal margin and a third one was placed at the supraumbilical area. Adhesions to the left ventral hernia were taken down using a harmonic scalpel. After the contents were removed, there appeared to be two hernia defects present and not just one, each defect being about 3 to 4 centimeters in diameter. Attention was turned to the right ventral area. Here adhesions were taken down. The contents of this 3-to-4-centimeter hernia in a like manner were taken out and taken down. Finally, after these contents were removed, attention was turned to the left lower quadrant, and the patient was placed in trendelenburg position and rotated over to the right side a little bit. Adhesions to this old patch that was present in the left inguinal area were taken down. It appeared to be a recurrence, appeared to be underneath the patch at the inferior margin of the patch. Therefore, at this time, it was elected to cut another dual mesh patch, maybe 10 centimeters x 6 centimeters. It was placed in the 12-millimeters trocar, was brought down to the left inguinal area, and was laid over the left inguinal area inferior to the previous patch. It was tacked to the previous patch and then medially and inferiorly to cooper¿s ligament and then laterally to the fascia. There were no tacks placed on the inferior margin. Attention was turned to the left ventral hernia. A drawing was made these two on the anterior abdominal wall, and a patch was cut 15 by a 15 centimeters. Gore-tex sutures were placed superiorly and inferiorly, and then, it was passed into the peritoneal cavity. It was placed up against the anterior abdominal wall covering both these defects. Small stable incision were made, and using a suture passer, the gore-tex suture was brought up inferiorly and superiorly and inferiorly above and below these defects. Then, using pro tacker the patch was tacked all way around these two defects in the left flank area. Finally, attention was turned to the right ventral hernia. Another patch about 10 x 10 centimeters was passed into the peritoneal cavity with the gore-tex suture superiorly and inferiorly. These sutures were brought out through stab incisions above and below the defect. The patch was then tacked up against the anterior abdominal wall using the tacker circumferentially. Sutures were tied after inspection revealed all the hernia defects were repaired. Co2 was evacuated. Although it was elected to repair the 12-millimeter trocar with a single stitch of gore-tex suture, since he appeared easily form hernias. This was done using a suture passer passed above and below the trocar in the right upper quadrant once this was completed, the trocars were removed, and co2 was evacuated. The skin was then reapproximated at all incisions using a skin stapler. Dressing was applied. The patient was then awakened, extubated, and returned to the recovery room in stable condition.¿ (B)(6)2010 : implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 05934447. W.l. Gore & associates. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06204424. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/05934447) and gore® dualmesh® biomaterial (1dlmc04/06204424) was implanted during the procedure. (B)(6)2014: operative report. Preop dx: small bowel obstruction. Postop dx: small bowel obstruction secondary to adhesions. Procedure: exploratory laparotomy with lysis of adhesions. Detail: ¿after the risks of the operation were explained to this patient, consent was obtained for surgery. The patient was given preoperative medication and brought to the or. There, he was placed in the supine position and given general anesthesia and successful endotracheal intubation. He was given 1 gram of mefoxin IV piggyback. Intermittent calf compression was applied to his legs. A foley catheter was placed in his bladder. His abdomen was prepped and draped in the usual manner using sterile technique and duraprep solution. Attention was turned to the midline. A marking pen was used to mark the midline incision and this was injected with 0.5% marcaine with epinephrine. An incision was made from about 12 millimeters above the umbilicus to 10 millimeters below the umbilicus, incised down through the subcutaneous tissue. The fascia was divided. The peritoneal cavity was entered. Dilated small bowel was encountered. It went all the way down I would say to the mid ileal area of upper ileum, where an adhesion was found and compressed bowel was noted. The adhesion ruptured easily and the bowel was opened up. There were some adhesions to a previous ventral hernia repair on the left side. These adhesions were taken down. The entire small bowel was freed up form end to end. All the small bowel and contents were milked back up into the stomach and was suctioned out through the ng tube. Once this was done, the bowel appeared to be viable. It was elected to place some seprafilm. After irrigation of the abdominal cavity was performed, seprafilm was placed between the bowel and this dualmesh repair on the left side of the abdomen. Then the fascia was approximated in the midline using #2 quill suture in a running suture pattern. The quill suture was also used to reapproximate the subcutaneous tissue. The skin was then approximated using a skin stapler. Dressing was applied. The patient was then awakened, extubated and returned to the recovery room in stable condition.¿ ??/??/??: [missing records: radiology report for ¿CT showed a nice fat signal and it was thought to be lipoma¿ was not provided.] (B)(6)2016 : brief op note. Pre/postop dx: small bowel obstruction. Procedure: exploratory laparotomy. Lysis of adhesions. Primary fascial repair after reduction of ventral hernia. Indication: small bowel obstruction. Specimen removed: none. Findings: ¿swiss cheese ventral hernias, reduced and primarily closed with fascial closure of midline. Extensive loa.¿ (B)(6)2016 : operative report. Pre/post dx: acute intestinal obstruction; incision ventral hernia. Procedure: exploratory laparotomy with lysis of adhesions and release of an acute intestinal obstruction; primary repair of small incisional ventral hernia. Detail: ¿the patient was placed on the or table in a supine position and placed under general anesthesia. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Using the patient¿s previous incisional scar his skin was incised down to the level of fascia down to the periumbilical region where a hernia defect was encountered. The fascia was carefully opened at that point excising hernia sac from the subcutaneous tract and then taking down multiple adhesions of omentum and small intestines to the parietoperitoneum and then followed. Once this was freed up, he had a segment in the mid aspect of the abdomen with dilated small bowel, which was then followed proximally, tapering down nicely, all the way back, with normal caliber bowel all the way to the ligament of treitz. It was then followed distally and down in the inferior right lower abdomen the bowel entered into a complex wad of adhesed small bowel with transition beyond that point exhibiting collapsed ileum all the way to the ileocecal valve. The patient had also had a record of a small tumor of the ascending colon which on CT showed a nice fat signal and it was thought to be lipoma and at the time of colonoscopy was also found to represent a lipomatous lesion. This area was palpated, and was found to be a small sessile type nodule about 2.5-3 cm. The area of complex adhesed small bowel was freed up in its entirety with only one serosal area that underwent closure with 3-0 vicryl sutures without bowel injury. The small bowel was then traced again from the ligament of treitz all the way to ileocecal valve being completely free. Copious irrigation was performed with an antibiotic solution of bacitracin and saline and then several layers of seprafilm were placed, one underneath the omental area to the small bowel, and others down in the pelvis, and then primary closure of abdomen was done including the repair of the small hernia defect by the umbilicus using figure of eight suture of #1 prolene and then subcutaneous tissues were irrigated and approximated with interrupted vicryl¿s and then the skin closed with a proximate auto stapling device completing the procedure. Estimated blood loss was less than 100 cc. Sponge, needle, and instrument counts were correct. The patient then had placement of dressings and he was awakened and returned to the recovery room in stable condition.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695 and 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2010 through january 31, 2017 and not all records received in this time span are relevant to both gore® dualmesh® plus biomaterial devices. ¿ operative report for previous ¿old patch¿ left inguinal hernia was not provided. ¿ records from september 12, 2011 through (B)(6) 2014 were not provided. Patient information: medical history: ¿ obesity ? (B)(6) 2010: wt. 212 lbs. ¿he is a weightlifter and has been gaining some weight.¿ ? (B)(6) 2016: weight 95.1 kg, bmi 31.89 ? (B)(6) 2016: obesity ? (B)(6) 2016: weight 91 kg. ? (B)(6) 2017: weight 220 lbs., bmi 33.45 ¿ smoking ? (B)(6) 2016: smokes ½-1 pack per day cigarettes. ? (B)(6) 2016: smokes cigarettes occasionally. ¿ diabetes ¿ chronic obstructive pulmonary disease [copd] ¿ (B)(6) 2010: bilateral ventral abdominal wall hernias, small mesenteric fat containing left inguinal hernia. ¿ (B)(6) 2011: motor vehicle crash on motorcycle. ¿ (B)(6) 2014: small left inguinal hernia. Small hiatal hernia. ¿ (B)(6) 2014: small bowel obstruction. ¿ (B)(6) 2015: partial small bowel obstruction. Adhesions. ¿ (B)(6) 2015: recurrent ventral hernia. ¿ (B)(6) 2015: partial small bowel obstruction. ¿ (B)(6) 2016: partial jejunal loop obstruction. Ventral hernia, constipation. ¿ (B)(6) 2016: partial bowel obstruction, obesity. ¿ (B)(6) 2016: protrusion to left of incision. Surgical procedures: ¿ unknown date: left inguinal hernia repair ¿ 1994: hernia surgery ¿ (B)(6) 2010: laparoscopic repair of hernias, three ventral and one recurrent left inguinal hernia using dual mesh ¿ (B)(6) 2014: exploratory laparotomy with lysis of adhesions. Seprafilm. ¿ (B)(6) 2015: hernia repair with mesh x 7 ¿ (B)(6) 2016: exploratory laparotomy with lysis of adhesions and release of an acute intestinal obstruction; primary repair of small incisional ventral hernia. Seprafilm. ¿ (B)(6) 2016: repair of incisional ventral hernia. Onlay mesh repair. Prolene mesh. Implant #1 and #2 preoperative complaints: ¿ (B)(6) 2010: CT abdomen/pelvis [a/p]: ¿history: left abdominal incisional hernia. Impression: no acute intraabdominal or pelvic pathology. There are bilateral ventral abdominal wall hernias, the one of the right containing a portion of the adjacent ascending colon wall. There is no resultant obstruction. There may be a small mesenteric fat containing left inguinal hernia.¿ ¿ (B)(6) 2010: "history of left sided pain associated with a bulge. He has been able to push it back in, but continue to bother him. On CT scan he was found to have bilateral ventral hernia and what appears to be a left inguinal hernia. He is now coming in for laparoscopic repair of these hernias. Surgical history: left inguinal hernia repair. He is a weightlifter and has been gaining some weight. Exam: large incision from his back surgery with a palpable incisional hernia, which is reducible. Impression/plan: bilateral ventral hernia with left inguinal hernia. Laparoscopic repair.¿ ¿ (B)(6) 2010: ¿preop dx [diagnosis]: recurrent left inguinal hernia, with bilateral ventral hernias. Postop dx: two ventral hernias on the left side. One ventral hernia on the right side. Recurrent left inguinal hernia.¿ implant #1 and #2 procedure: laparoscopic repair of hernias, three ventral and one recurrent left inguinal hernia using dual mesh. [Implants: #1 gore® dualmesh® biomaterial, 1dlmc03/05934447, 10cm x 15cm x 1mm, thick, oval and #2 gore® dualmesh® biomaterial 1dlmc04/06204424, 15cm x 19cm x 1mm, thick, oval] implant #1 and #2 date: (B)(6) 2010 ¿ description of hernia being treated: ¿at the right costal margin, a small transverse incision was marked with a marking pen, injected with 0.5% marcaine with epinephrine. An incision was made for 1.5 centimeters, and a 12-millimeter optiview trocar. The peritoneal cavity was entered directly using a 10-millimeter 0-degree scope. Careful inspection showed multiple adhesions to the ventral hernias anteriorly and to the left lower quadrant. A smaller trocar was placed in the right flank. Another small 5-millimeter trocar was placed in the left costal margin and a third one was placed at the supraumbilical area. Adhesions to the left ventral hernia were taken down using a harmonic scalpel. After the contents were removed, there appeared to be two hernia defects present and not just one, each defect being about 3 to 4 centimeters in diameter. Attention was turned to the right ventral area. Here adhesions were taken down. The contents of this 3-to-4-centimeter hernia in a like manner were taken out and taken down. Finally, after these contents were removed, attention was turned to the left lower quadrant, and the patient was placed in trendelenburg position and rotated over to the right side a little bit. Adhesions to this old patch that was present in the left inguinal area were taken down. It appeared to be a recurrence, appeared to be underneath the patch at the inferior margin of the patch.¿ ¿ implant size and fixation: ¿therefore, at this time, it was elected to cut another dual mesh patch, maybe 10 centimeters x 6 centimeters. It was placed in the 12-millimeters trocar, was brought down to the left inguinal area, and was laid over the left inguinal area inferior to the previous patch. It was tacked to the previous patch and then medially and inferiorly to cooper¿s ligament and then laterally to the fascia. There were no tacks placed on the inferior margin. Attention was turned to the left ventral hernia. A drawing was made these two on the anterior abdominal wall, and a patch was cut 15 by a 15 centimeters. Gore-tex sutures were placed superiorly and inferiorly, and then, it was passed into the peritoneal cavity. It was placed up against the anterior abdominal wall covering both these defects. Small stable incision were made, and using a suture passer, the gore-tex suture was brought up inferiorly and superiorly and inferiorly above and below these defects. Then, using pro tacker the patch was tacked all way around these two defects in the left flank area. Finally, attention was turned to the right ventral hernia. Another patch about 10 x 10 centimeters was passed into the peritoneal cavity with the gore-tex suture superiorly and inferiorly. These sutures were brought out through stab incisions above and below the defect. The patch was then tacked up against the anterior abdominal wall using the tacker circumferentially. Sutures were tied after inspection revealed all the hernia defects were repaired. Co2 was evacuated. Although it was elected to repair the 12-millimeter trocar with a single stitch of gore-tex suture, since he appeared easily form hernias. This was done using a suture passer passed above and below the trocar in the right upper quadrant once this was completed, the trocars were removed, and co2 was evacuated.¿ ¿ wound class not provided. ¿ no immediate post-operative records were provided. Relevant medical information: ¿ (B)(6) 2011: CT [a/p]: ¿history: motor vehicle accident with left sided pain. There is evidence of previous ventral hernia repair. There is mild edema within the left subcutaneous tissues. This is probably related to the recent trauma. Impression: mild edema within the left subcutaneous tissues. No evidence of intra-abdominal traumatic injury.¿ ¿ (B)(6) 2014: CT [a/p]: ¿history: right inguinal hernia. Findings: there is a small hiatal hernia. A 4.8 x 4.5 x 3 cm lipoma is seen to originate in the anti-mesenteric wall of the ascending colon at the level of the hepatic flexure and insinuating into the lumen of the colon. No evidence of obstruction or intussusception is seen. There is mild diverticulosis of the descending colon. The remainder of the solid and hollow organs of the abdomen, including the appendix, are normal. No free fluid. The patient is status-post correction of inguinal hernias in the anterior lateral aspects of both sides of the abdominal walls with placement of meshes. After the administration of contrast, no enhancing masses or contrast enhancement abnormalities were noted. Pelvis: no free fluid is seen within the pelvis. There is marked sigmoid diverticulosis. Small left inguinal hernia containing only fat. Small bowel loops and bony structures are normal. Impression: there is a small left inguinal hernia containing only fat within it. No right inguinal hernia was noted. The patient is status-post correction of anterior wall hernias in the anterolateral aspects in both sides of the mid abdomen. A 4.8 x 4.5 x 3 cm lipoma is seen originating from the anti-mesenteric wall of the ascending colon at the splenic flexure. The lipoma is insinuating into the lumen of the colon but no gross evidence of obstruction or intussusception is noted. Marked degenerative disease of the mid to lower lumbar spine due to fusion from l2 to l4, as above described. No evidence of acute appendicitis or cholecystitis. Very small hiatal hernia. Marker diverticulosis of the sigmoid colon without evidence of acute diverticulitis. Otherwise, normal exam.¿ ¿ (B)(6) 2014: kub [kidney, ureter, bladder] with small bowel exam: ¿high grade mid-distal small bowel obstruction.¿ ¿ (B)(6) 2014: ¿preop dx: small bowel obstruction. Postop dx: small bowel obstruction secondary to adhesions.¿ exploratory laparotomy with lysis of adhesions. ? ¿an incision was made from about 12 millimeters above the umbilicus to 10 millimeters below the umbilicus, incised down through the subcutaneous tissue. The fascia was divided. The peritoneal cavity was entered. Dilated small bowel was encountered. It went all the way down I would say to the mid ileal area of upper ileum, where an adhesion was found and compressed bowel was noted. The adhesion ruptured easily and the bowel was opened up. There were some adhesions to a previous ventral hernia repair on the left side. These adhesions were taken down. The entire small bowel was freed up form end to end. All the small bowel and contents were milked back up into the stomach and was suctioned out through the ng tube. Once this was done, the bowel appeared to be viable. It was elected to place some seprafilm. After irrigation of the abdominal cavity was performed, seprafilm was placed between the bowel and this dualmesh repair on the left side of the abdomen. Then the fascia was approximated in the midline using #2 quill suture in a running suture pattern. The quill suture was also used to reapproximate the subcutaneous tissue. The skin was then approximated using a skin stapler. Dressing was applied.¿ ¿ (B)(6) 2015: upper gi and small bowel series. ¿impression: findings compatible with a partial small bowel obstruction involving the mid aspect of the small bowel. Adhesion is considered most likely etiology. Prior bilateral hernia repair.¿ ¿ (B)(6) 2015: CT [a/p]: ¿indication: abdominal pain, intestinal obstruction. Impression: partial small bowel obstruction with the transition point lying adjacent to a left lower quadrant abdominal wall mesh repair as well as a left para midline ventral hernia. Abnormal enhancement of the small bowel proximal to the obstruction. Fat containing mass within the ascending colon concerning for a lipoma or other polypoid disease.¿ ¿ (B)(6) 2015: "presented to emergency room, started having pain on 9/22. History of intestinal obstruction and previous surgical procedures. Couple of episodes of partial small bowel obstruction. Pain in lower abdominal areas.¿ ¿exam: there may be a small hernia periumbilically. X-rays show possible small bowel obstruction.¿ ¿ (B)(6) 2015: x-ray abdomen: ¿findings: there are noncontiguous mildly dilated gas-filled small bowel loops left lower quadrant of the abdomen and the right lower quadrant of the abdomen. Findings may represent ileus. Evidence of hernioplasty with a mesh.¿ ¿ (B)(6) 2015: x-ray abdomen: ¿findings: there are findings suggestive of prior hernia repair along the bilateral lower quadrants. Impression: interval resolution of distended loops of bowel throughout the abdomen, with a nonobstructive bowel gas pattern. Gastric tube remains in satisfactory position.¿ ¿ (B)(6) 2015: ¿seen previously for second opinion regarding chronic recurring intermittent small bowel obstructions. Patient had undergone previous surgeries including repair of ventral hernias and subsequently developing intestinal obstruction requiring exploration and lysis of adhesions and another episode of partial small bowel obstruction, which he recovered from without significant problems. Abdominal pain, led to abdominal distention. CT scan revealed some dilated proximal small bowel with some decompressed loops being seen down in the pelvis indicative of a partial small obstruction. Patient noted to have small ventral hernia in periumbilical region. Patient did well on nasogastric suction, nasogastric was removed after small bowel series, which was completely normal. Patient was advanced on his diet and discharged on low residue diet.¿ ¿ (B)(6) 2016: CT [a/p]: ¿indication: abdominal pain. History of previous bowel obstruction. Findings: there is ventral mid abdomen hernia defect with slight protrusion of the transverse colon. There also appear some chronic colonic mural fatty infiltration without acute standings. There is surgical mesh within the left lower quadrant of the abdomen. Impression: partial jejunal loop obstruction with discrete transition point. Distal jejunal loop from transition point show acute mural thickening which may be inflammatory or infectious. Ventral hernia without incarceration.¿ ¿ (B)(6) 2016: ¿complaining of severe intermittent crampy abdominal pain associated with nausea and vomiting. Patient states the pain began tuesday.¿ ¿exam: nontender periumbilical hernia. Impression/plan: intestinal obstruction. Admit to floor for nasogastric decompression and IV fluids. ¿ 1/26/16: x-ray small bowel series: ¿findings: abdomen radiographs performed prior to small bowel series show multiple dilated loops of small bowel left abdomen with air fluid levels. Evidence of hernioplasty with a mesh. Impression: dilated small bowel loops left abdomen suggest partial bowel obstruction.¿ ¿ (B)(6) 2016: ¿recurring bouts of incomplete, partial small bowel obstructions. He was discharged last week and now having intense cramps and abdominal distention with nausea and no bowel movement in 4 days, until diarrhea after taking ex-lax. Feel patient would benefit from ex lap though risks are high with previous surgeries. Exam: small periumbilical hernia, reducible.¿ ¿ (B)(6) 2016: x-ray abdomen flat and erect: ¿impression: nonspecific bowel gas pattern with moderately distended loops of large and small bowel and multiple air-fluid levels appearing similar to the prior study. Differential considerations include enterocolitis versus residual partial obstruction.¿ ¿ (B)(6) 2016: [hospitalization (B)(6) through (B)(6) 2016] pre/postop dx: small bowel obstruction. Exploratory laparotomy with lysis of adhesions and release of an acute intestinal obstruction; primary repair of small incisional ventral hernia ? ¿using the patient¿s previous incisional scar his skin was incised down to the level of fascia down to the periumbilical region where a hernia defect was encountered. The fascia was carefully opened at that point excising hernia sac from the subcutaneous tract and then taking down multiple adhesions of omentum and small intestines to the parietoperitoneum and then followed. Once this was freed up, he had a segment in the mid aspect of the abdomen with dilated small bowel, which was then followed proximally, tapering down nicely, all the way back, with normal caliber bowel all the way to the ligament of treitz. It was then followed distally and down in the inferior right lower abdomen the bowel entered into a complex wad of adhesed small bowel with transition beyond that point exhibiting collapsed ileum all the way to the ileocecal valve. The patient had also had a record of a small tumor of the ascending colon which on CT showed a nice fat signal and it was thought to be lipoma and at the time of colonoscopy was also found to represent a lipomatous lesion. This area was palpated, and was found to be a small sessile type nodule about 2.5-3 cm. The area of complex adhesed small bowel was freed up in its entirety with only one serosal area that underwent closure with 3-0 vicryl sutures without bowel injury. The small bowel was then traced again from the ligament of treitz all the way to ileocecal valve being completely free. Copious irrigation was performed with an antibiotic solution of bacitracin and saline and then several layers of seprafilm were placed, one underneath the omental area to the small bowel, and others down in the pelvis, and then primary closure of abdomen was done including the repair of the small hernia defect by the umbilicus using figure of eight suture of #1 prolene and then subcutaneous tissues were irrigated and approximated with interrupted vicryl¿s and then the skin closed with a proximate auto stapling device completing the procedure. Estimated blood loss was less than 100 cc. Sponge, needle, and instrument counts were correct. The patient then had placement of dressings and he was awakened and returned to the recovery room in stable condition.¿ ? Findings: ¿swiss cheese ventral hernias, reduced and primarily closed with fascial closure of midline. Extensive loa.¿ ? (B)(6) 2016: pathology: ¿final diagnosis: ventral hernia sac, herniorrhaphy. Mesothelial lined dense connective tissue and fibroadipose tissue consistent with ventral hernia sac. Specimen description: ventral hernia sac. Clinical information: small bowel obstruction.¿ ¿ (B)(6) 2016: discharge summary: ¿postoperatively patient did well, slow to resolve ileus, expected due to chronicity of problem." Relevant medical information: ¿ (B)(6) 2016: ¿developed small protrusion to left of incision. Exam: small 2.5-3 cm defect to left of midline several cm¿s above umbilicus, reducible contents. Impression/plan: discussed repair. Lipoma in right colon.¿ ¿ (B)(6) 2016: colonoscopy: ¿impression: lipoma in hepatic flexure. Polyp 5mm in transverse colon. Tortuous but otherwise normal exam. Polyps 4 mm in the rectum. Instructions: resume aspirin and blood thinners.¿ ¿ (B)(6) 2016: ¿preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia.¿ repair of incisional ventral hernia. ? Procedure in detail: ¿after appropriate time-out, the patient underwent incision into his upper midline incision where he exhibited a defect about midway between the xiphoid and umbilicus at about 2 fingerbreadths defect. Skin and subcutaneous tissues were incised down to the fascia. The fascia carefully opened to the hernia. The hernia did not contain bowel but a small amount of omentum and properitoneal fat which were easily lysed from the surrounding fascial walls. Hernia sac was dissected free. Palpation underneath both cephalad and caudad revealed 1 area of weakness toward the umbilicus that was saucerized and not full thickness hole, but I extended my incision inferiorly into the fascial plane to encompass that area as well. At this point, the abdominal wound was free of any real tension and so primary closure was done with an onlay mesh repair. Elevation of skin flaps was initially performed to get good layers of fascia laterally, and then the peritoneum and fascia closed with figure-of-eight sutures of #1 prolene. At that point, the prolene mesh was taken and placed on top of the repair as an onlay repair and tacked to the fascia with both 0 prolene sutures and the versatack stapling device. Irrigation was performed with antibiotic solution. I would like to mention that the surgical team changed gloves before handling the mesh. A 15 french blake drain was placed over the repair and brought out through a separate stab wound incision to the right of the incision and secured to the skin with a 2-0 silk suture. Subcutaneous tissues were then approximated with interrupted 2-0 plain catgut sutures, and the skin closed with the proximate auto stapling device completing the procedure. Estimated blood loss was less than 15 cc.¿ ? Records indicate a non-gore device was implanted during the (B)(6) 2016 procedure. ¿ (B)(6) 2016: pathology report: ¿final diagnosis: hernia sac: fragment of benign fibroadipose tissue with focal surface mesothelial lining, consistent with hernia sac.¿ ¿ (B)(6) 2017: ¿final check after ventral hernia repair. Doing very well. Incision healed and repair solid.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016 (B)(6) medical center. (B)(6) . Discharge summary. Postoperatively patient did well, slow to resolve ileus, expected due to chronicity of problem. Started on diet and did liquids for day and a half, ready for discharge. On (B)(6) 2016 (B)(6). Office notes. Developed small protrusion to left of incision. Exam: small 2.5-3 cm defect to left of midline several cm¿s above umbilicus, reducible contents. Impression/plan: discussed repair. Lipoma in right colon. On (B)(6) 2016 (B)(6) center, inc. (B)(6) . Procedure report. Colonoscopy. Impression: lipoma in hepatic flexure. Polyp 5mm in transverse colon. Tortuous but otherwise normal exam. Polyps 4 mm in the rectum. Instructions: resume aspirin and blood thinners. On (B)(6) 2016 (B)(6) medical center. (B)(6) . Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Operative procedure: repair of incisional ventral hernia. Procedure in detail: ¿the patient was placed on the operating room table in supine position, and placed under general anesthesia. The patient's abdomen was prepped and draped in the usual sterile fashion. After appropriate time-out, the patient underwent incision into his upper midline incision where he exhibited a defect about midway between the xiphoid and umbilicus at about 2 fingerbreadths defect. Skin and subcutaneous tissues were incised down to the fascia. The fascia carefully opened to the hernia. The hernia did not contain bowel but a small amount of omentum and properitoneal fat which were easily lysed from the surrounding fascial walls. Hernia sac was dissected free. Palpation underneath both cephalad and caudad revealed 1 area of weakness toward the umbilicus that was saucerized and not full thickness hole, but I extended my incision inferiorly into the fascial plane to encompass that area as well. At this point, the abdominal wound was free of any real tension and so primary closure was done with an onlay mesh repair. Elevation of skin flaps was initially performed to get good layers of fascia laterally, and then the peritoneum and fascia closed with figure-of-eight sutures of #1 prolene. At that point, the prolene mesh was taken and placed on top of the repair as an onlay repair and tacked to the fascia with both 0 prolene sutures and the versatack stapling device. Irrigation was performed with antibiotic solution. I would like to mention that the surgical team changed gloves before handling the mesh. A 15 french blake drain was placed over the repair and brought out through a separate stab wound incision to the right of the incision and secured to the skin with a 2-0 silk suture. Subcutaneous tissues were then approximated with interrupted 2-0 plain catgut sutures, and the skin closed with the proximate auto stapling device completing the procedure. Estimated blood loss was less than 15 cc. Sponge, needle and instrument counts were correct. Dressings were applied. The patient awakened and returned to recovery in stable condition.¿ on (B)(6) 2016 (B)(6) medical center. (B)(6) . Pathology report. Preoperative diagnosis: ventral hernia without obstruction or gangrene. Specimen: hernia sac. Final diagnosis: hernia sac: fragment of benign fibroadipose tissue with focal surface mesothelial lining, consistent with hernia sac. On (B)(6) 2017 (B)(6) . Office notes. Final check after ventral hernia repair. Doing very well. Incision healed and repair solid. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010 (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: left abdominal incisional hernia. Impression: no acute intraabdominal or pelvic pathology. There are bilateral ventral abdominal wall hernias, the one of the right containing a portion of the adjacent ascending colon wall. There is no resultant obstruction. There may be a small mesenteric fat containing left inguinal hernia. On (B)(6) 2010 (B)(6) medical center. (B)(6), md. History and physical. History of left sided pain associated with a bulge. He has been able to push it back in, but continue to bother him. On CT scan he was found to have bilateral ventral hernia and what appears to be a left inguinal hernia. He is now coming in for laparoscopic repair of these hernias. Surgical history: left inguinal hernia repair. He is a weightlifter and has been gaining some weight. Exam: large incision from his back surgery with a palpable incisional hernia, which is reducible. Impression/plan: bilateral ventral hernia with left inguinal hernia. Laparoscopic repair. On (B)(6) 2011: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. History: motor vehicle accident with left sided pain. There is evidence of previous ventral hernia repair. There is mild edema within the left subcutaneous tissues. This is probably related to the recent trauma. Impression: mild edema within the left subcutaneous tissues. No evidence of intra-abdominal traumatic injury. On (B)(6) 2014 (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: right inguinal hernia. Findings: there is a small hiatal hernia. A 4.8 x 4.5 x 3 cm lipoma is seen to originate in the anti-mesenteric wall of the ascending colon at the level of the hepatic flexure and insinuating into the lumen of the colon. No evidence of obstruction or intussusception is seen. There is mild diverticulosis of the descending colon. The remainder of the solid and hollow organs of the abdomen, including the appendix, are normal. No free fluid. The patient is status-post correction of inguinal hernias in the anterior lateral aspects of both sides of the abdominal walls with placement of meshes. After the administration of contrast, no enhancing masses or contrast enhancement abnormalities were noted. Pelvis: no free fluid is seen within the pelvis. There is marked sigmoid diverticulosis. Small left inguinal hernia containing only fat. Small bowel loops and bony structures are normal. Impression: there is a small left inguinal hernia containing only fat within it. No right inguinal hernia was noted. The patient is status-post correction of anterior wall hernias in the anterolateral aspects in both sides of the mid abdomen. A 4.8 x 4.5 x 3 cm lipoma is seen originating from the anti-mesenteric wall of the ascending colon at the splenic flexure. The lipoma is insinuating into the lumen of the colon but no gross evidence of obstruction or intussusception is noted. Marked degenerative disease of the mid to lower lumbar spine due to fusion from l2 to l4, as above described. No evidence of acute appendicitis or cholecystitis. Very small hiatal hernia. Marker diverticulosis of the sigmoid colon without evidence of acute diverticulitis. Otherwise normal exam. On (B)(6) 2014 (B)(6) medical center. (B)(6), md. Radiology ¿ kub [kidney, ureter, bladder] with small bowel exam. History: abdominal pain. Impression: high grade mid-distal small bowel obstruction. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Radiology ¿ upper gi and small bowel series. History: abdominal pains. History of small bowel obstruction. Impression: findings compatible with a partial small bowel obstruction involving the mid aspect of the small bowel. Adhesion is considered most likely etiology. Prior bilateral hernia repair. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, intestinal obstruction. Impression: partial small bowel obstruction with the transition point lying adjacent to a left lower quadrant abdominal wall mesh repair as well as a left para midline ventral hernia. Abnormal enhancement of the small bowel proximal to the obstruction. Fat containing mass within the ascending colon concerning for a lipoma or other polypoid disease. On (B)(6) 2015 (B)(6) medical center. (B)(6) , md. History and physical. Presented to emergency room, started having pain on (B)(6). History of intestinal obstruction and previous surgical procedures. Couple of episodes of partial small bowel obstruction. Pain in lower abdominal areas. History of diabetes, asthma, chronic obstructive pulmonary disease. Exam: there may be a small hernia periumbilically. X-rays show possible small bowel obstruction. On (B)(6) 2015 (B)(6) medical center. (B)(6), md. Radiology ¿ x-ray abdomen. Indication: placement verification. Findings: there are noncontiguous mildly dilated gas-filled small bowel loops left lower quadrant of the abdomen and the right lower quadrant of the abdomen. Findings may represent ileus. Evidence of hernioplasty with a mesh. On (B)(6) 2015 (B)(6) medical center. (B)(6), do. Radiology ¿ x-ray abdomen. Indication: obstruction. Findings: there are findings suggestive of prior hernia repair along the bilateral lower quadrants. Impression: interval resolution of distended loops of bowel throughout the abdomen, with a nonobstructive bowel gas pattern. Gastric tube remains in satisfactory position. On (B)(6) 2015 (B)(6) medical center. (B)(6), md. Discharge summary. Seen previously for second opinion regarding chronic recurring intermittent small bowel obstructions. Patient had undergone previous surgeries including repair of ventral hernias and subsequently developing intestinal obstruction requiring exploration and lysis of adhesions and another episode of partial small bowel obstruction, which he recovered from without significant problems. Abdominal pain, led to abdominal distention. CT scan revealed some dilated proximal small bowel with some decompressed loops being seen down in the pelvis indicative of a partial small obstruction. Patient noted to have small ventral hernia in periumbilical region. Patient did well on nasogastric suction, nasogastric was removed after small bowel series, which was completely normal. Patient was advanced on his diet and discharged on low residue diet. On (B)(6) 2016 (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. History of previous bowel obstruction. Findings: there is ventral mid abdomen hernia defect with slight protrusion of the transverse colon. There also appear some chronic colonic mural fatty infiltration without acute standings. There is surgical mesh within the left lower quadrant of the abdomen. Impression: partial jejunal loop obstruction with discrete transition point. Distal jejunal loop from transition point show acute mural thickening which may be inflammatory or infectious. Ventral hernia without incarceration. On (B)(6) 2016 (B)(6) medical center. (B)(6), md. History and physical. Complaining of severe intermittent crampy abdominal pain associated with nausea and vomiting. Patient states the pain began tuesday. Social history: smokes cigarettes occasionally. Exam: nontender periumbilical hernia. Impression/plan: intestinal obstruction. Admit to floor for nasogastric decompression and IV fluids. On (B)(6) 2016 (B)(6) medical center. (B)(6), md. Radiology ¿ x-ray small bowel series. Clinical: abdominal pain. Possible bowel obstruction. Findings: abdomen radiographs performed prior to small bowel series show multiple dilated loops of small bowel left abdomen with air fluid levels. Evidence of hernioplasty with a mesh. Impression: dilated small bowel loops left abdomen suggest partial bowel obstruction. On (B)(6) 2016 (B)(6) medical center. (B)(6), md. History and physical. Recurring bouts of incomplete, partial small bowel obstructions. He was discharged last week and now having intense cramps and abdominal distention with nausea and no bowel movement in 4 days, until diarrhea after taking ex-lax. Feel patient would benefit from ex lap though risks are high with previous surgeries. Exam: small periumbilical hernia, reducible. On (B)(6) 2016 (B)(6) medical center. (B)(6), md. Radiology ¿ x-ray abdomen flat and erect. Impression: nonspecific bowel gas pattern with moderately distended loops of large and small bowel and multiple air-fluid levels appearing similar to the prior study. Differential considerations include enterocolitis versus residual partial obstruction. On (B)(6) 2016 (B)(6) med ctr. (B)(6), md. Pathology. Final diagnosis: ventral hernia sac, herniorrhaphy. Mesothelial lined dense connective tissue and fibroadipose tissue consistent with ventral hernia sac. Specimen description: ventral hernia sac. Clinical information: small bowel obstruction. Gross description: received in formalin labeled "ventral hernia sac" are multiple pieces of yellow pink soft tissue measuring 4.5 x 3.5 x 1.7 cm. The specimen is serially sectioned revealing a yellow to yellow pink lobulated cut surface. There are no solid or cystic areas identified. Representative sections are submitted in a single cassette labeled "1319". Cassette key: x-f-1. Microscopic description: microscopic examination performed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic left inguinal and laparoscopic left ventral hernia repair on (B)(6) 2010 whereby two gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the second gore device was explanted. It was reported the patient alleges the following injuries: adhesions, small bowel/intestinal obstruction, adhesions to bowel. Additional event specific information was not provided.